Event description:
Per medical records received, the patient had been admitted with chest pain and mi. Progress note stated the patient's valve gradients have been "chronically high (19mmhg at time of tavr)" and was previously placed on anticoagulant medication to rule out hypoattenuated leaflet thickening (halt). A transesophageal echocardiogram (tee) performed showed calcified and restricted leaflets of the sapien 3 valve with no evidence of thrombus. The sapien 3 valve was explanted and replaced with a 21mm edwards konect resilia aortic valved conduit with coronary artery bypass graft (CABG). Pathology of explanted sapien 3 valve revealed marked calcification of the valve cusps.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. The following sections of this report have been updated: additional information added to a4, corrected b1, corrected b3, additional information added to b5, additional information added to b7, corrected h6 clinical code, corrected h6 device code, additional codes added to h6 investigation findings, corrected h6 investigation conclusions. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (diabetes mellitus type 2, hypertension, and hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 8 years and 4 months due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Investigation is ongoing.